Manufacturer narrative:
One medfusion pump was received with a counterfeit top case, a cracked bottom case by the "l" bracket pole clamp, a cracked battery door and visible contamination. The event history log was reviewed and there was a base hardware failure found in the history. The power up process was conducted and the biomed diagnostics monitor was used to check the battery status. The reported issue was able to be duplicated during the power up process. The issue was caused by the user. Fluid entered through the barrel clamp assembly and contaminated the interconnect board. Contamination was found in interconnect board. The base hardware "failed value= 24.00 and the battery readings were all "0". The interconnect board and battery will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system advisory: hardware base failure. There was no reported adverse event.